Event description:
It was reported that the pulse generator exhibited far r wave oversensing, the device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.